Event description:
It was reported that the customer was receiving a no delivery alarm on his insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. Assisted customer in performing a five unit fixed prime. The customer stated that the insulin did not exit and the insulin pump alarmed no delivery. Explained that the alarm was caused by an infusion set or reservoir connection. Advised to replace the infusion set and reservoir. Advised a replacement reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.